Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 1800 mg/dl; cause was unknown. Customer was treated with a manual dose injection and intravenous fluids of saline and insulin. Customer was discharged 2 days later, (B)(6) 2025 with the issue resolved and no permanent damage. A replacement pump was sent to resolve the issue.